Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent t-wave oversensing (twos) noted on the electrograms (egm) for the right ventricular (rv) lead. The rv lead was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited oversensing and noise on stored electrograms (egm). No additional reprogramming or intervention done and the rv lead remains in use.